Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient has been experiencing pain at the ipg site due to the ipg being close to skin. As a result, the patient underwent surgical intervention on (B)(6) 2016. During the procedure, the patient's ipg was explanted and replaced. The replacement was also implanted at a new pocket site.

Event description:
Follow-up revealed surgical intervention addressed the patient's issue.